Event description:
During the device evaluation, the high flow insufflation unit was found to have a malfunctioning supply pressure sensor. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the reported failure was determined to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.